Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The 284580 fms duo pump. Serial #: (B)(4). Unknown surgery type no patient harm. No surgery delay. Finished the case with wall suction. Suction stopped working during surgery, used wall suction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was sent to the service center for evaluation. Per service manual operational and diagnostic analysis confirmed reported issue (suction stopped working). Replaced broken/ damage suction safety cover and irrigation safety cover as identified in the investigation to address the reported issue. Also, replaced worn fingers on complete pressure adjusters (preventive maintenance) with tip replacement kits and added keyboard mask. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. Possible root cause for the issues found during service could be due to fair wear and tear of components as the device is approximately 6 years old and could¿ve seen heavy use in the field. A check of the manufacturing finished goods records for the reported serial number went under review. These serialized devices were released for distribution on september 24, 2012 expiration date not applicable. There were no anomalies or discrepancies in the manufacture of this lot. A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).